Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that a control a flow which is separated in half. The reported condition was verified.  By the nature of the sample, no additional tests could be performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system extension set with control-a-flo regulator broke and subsequently leaked. The event was further reported as the regulator broke apart when flushing the line and "the meds went all over the bed." There was no report of patient injury or medical intervention associated with this event. No additional information is available.